Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow particles. A leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp edge opening on the anterior side. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is a sharp opening edge on the anterior side due to an unidentified tear opening.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., d.10., g.1, h.3., h.6.

Event description:
Device has been explanted.